Event description:
The stent was deployed according to the instructions for use. However, due to patency, the stent slipped into the patient's stomach. Retrieval with an overtube was attempted but was unsuccessful. The patient was scoped 2 days prior to stent placement. A lot of necrotic tissue was dislodged at this time. The physician that carried out the procedure felt that the necrotic material that dislodged then made patency too great and unsuitable for stenting. The patient remains in hospital.

Manufacturer narrative:
As the esophageal stent involved in this report was not returned for evaluation since it is still in the patient; the reported occurrence could not be confirmed. Due to a variety of conditions, such as patient anatomy and progression of disease state the cause of the complaint cannot be conclusively determined. However, it has been noted that the doctor who performed the procedure does not believe that the stent caused the complaint issue. The doctor involved felt that the necrotic material that dislodged when the patient scoped made patency too great and unsuitable for stenting. There were no devices of the lot number involved in this complaint in stock at the time the complaint was received. A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. A review of the 2-year complaint history for this product family was conducted. This type of report represents as unusual occurrence. A full investigation could not be performed as the esophageal stent was not returned for evaluation. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. No corrective action warranted at this time as this complaint was unstable to be verified. The 2 year complaint history has been reviewed.